Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt's wife (caller) stated the pt needed a back MRI (confirmed not related to ins) but pt hadn't been able to get their ins to charge. Pt then came on the line and said they hadn't been able to charge starting about 2-3 years ago, and confirmed they could not connect. Pt then said the issue was with the ins as they had met with a rep at least 2 years ago to try and get the ins charging again, but they could not get the ins charged. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed MRI information and redirected to hcp to check charging again if pt chose, and to check MRI eligibility. Caller states the pt's wife said the ins is 'inactive'. Caller doesn't have any info as to what that means. Tss reviewed it could be overdischarge and in any case it would be reasonable for the pt to follow up with doc. Tss provided ps number as well.